Event description:
It was reported that during a da vinci si hysterectomy procedure the tenaculum forceps instrument wires broke. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed both pitch cables being broken at the distal clevis hub. The cable segments that contain the crimp are still installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.